Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 48 stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage. Proximal stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the device analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left radial artery. The 90% stenosed, 3.0-3.7mm x 90mm, concentric target lesion with a bend of <=45 degrees was an area of in-stent restenosis located in the moderately tortuous and moderately calcified proximal to distal right coronary artery (rca). A 3.5x48 synergy drug-eluting stent (des) was implanted in the proximal rca to cover dissection. A 3.0x48 synergy des was then advanced to the distal rca; however, resistance was encountered. Upon removal, it was noted that the struts were deformed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left radial artery. The 90% stenosed, 3.0-3.7mm x 90mm, concentric target lesion with a bend of less than equal to 45 degrees was an area of in-stent restenosis located in the moderately tortuous and moderately calcified proximal to distal right coronary artery (rca). A 3.5x48 synergy drug-eluting stent (des) was implanted in the proximal rca to cover dissection. A 3.0x48 synergy des was then advanced to the distal rca; however, resistance was encountered. Upon removal, it was noted that the struts were deformed. No patient complications were reported and the patient's status was stable.